Manufacturer narrative:
An engineer of the local dräger s&s organization has performed an on-site check of the device and could confirm the display malfunction. It was suspected that the mainboard in the cockpit of the device had a malfunction. A repair quotation was sent to the hospital but dräger received no order so far to repair the device. Hence, there was no in-depth evaluation of the respective pcb possible, the exact failure condition is unknown. Dräger concludes the following: the entire device consists of two functional units - a cockpit facilitating display & user interface and a ventilation unit. A display malfunction may restrict the possibility to interact with the device, to change settings or to observe ventilation parameter in detail. Operation of the ventilation unit is not affected by a display malfunction - the ventilation is ongoing and, the user can observe basic ventilation parameter on the secondary display the ventilation unit is equipped with. As confirmed for the particular case, there's room to react and to replace the device when a malfunction of the main display occurs. The over-all field failure rate of the cockpit is inconspicuous as per actual state of knowledge.

Event description:
It was reported that the screen of the device suddenly went black during use. The device was replaced in a controlled maneuver; no patient consequences have reportedly occurred.